Manufacturer narrative:
The investigation into the reported low pump flow has been completed since the original report was filed. Product & data were not returned for review. The root cause of low flow was most likely due to kinked cannula. The root cause of kinked cannula was most likely due to patient condition.

Event description:
The user facility reported a 72-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that following a difficult delivery of an impella cp pump, suction alarms were triggered due to a kink near the inflow. Support levels were lowered, repositioning was performed, and a unit of volume was given to troubleshoot the suction, but the issue remained. The patient remained stable despite the issue and the pump was subsequently explanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.